Event description:
When pulling safety shield over used needle, shield would not slide easily and required extra force. Shield stuck and nurse sustained needle stick to left ring finger. Needle was used in intravenous tubing.